Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
UDI: (B)(4). Evaluation summary: the device was returned for analysis. The difficulty removing and kinks were able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The investigation determined that the reported difficulty removing and kinks appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat the right internal carotid artery with an abbott stent. The patient had a type 1 arch. After deployment of the filter, which was completely open, the filter delivery catheter could not be removed causing the filter delivery system to become severely kinked. A supracore wire was used to rewire the sheath and the deployed filter was removed in the open position along with the filter delivery catheter through the sheath without issue. The procedure started over with a new sheath and a new nav6 device and everything went smoothly. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.